Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, non-calcified mid right coronary artery (rca). During deployment of the 2.75x15 mm xience xpedition stent, the balloon ruptured on the first inflation at 6 atmospheres. The stent remained on the balloon and the system was withdrawn from the patient anatomy intact. A new similar sized device was used to complete the procedure successfully. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed however there was a tear in the shaft which is likely what was perceived by the account as the balloon rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.